Manufacturer narrative:
H6: c19: the reported primary failure mode, related to a stuck deployment line after deployment initiation, could not be independently confirmed due to the device being returned in a partially deployed state and that deployment was able to be continued with traction at the knob during engineering evaluation. As reported, the deployment line stuck after it was pulled out for about 5cm; there was no expansion of the device at the time. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Hairing, broken zipper fiber). The cause for these damages could not be determined, but they are consistent with damage resulting from manipulation of the device either during or after the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the device met pre-release specifications. Code c21 - the returned device is under evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with an 8 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) in a tips procedure. The device was delivered to target position in the liver and physician initiated the deployment knob to deploy the device. During pulling the knob, it was found that the deployment line stuck after it was pulled out for about 5cm. There was no expansion of device at this time. Considering that the deployment line stuck and to avoid other issue, physician decided to withdraw it from patient. Another vsx device was used to complete the procedure successfully. Patient did not experience any adverse consequences.